Manufacturer narrative:
The customer¿s report of a possible rapid infusion of normal saline was not confirmed. The pcu event log showed that maintenance ivf was to infuse at 100ml/hr with a vtbi of 1000ml at 5:35 pm on (B)(6) 2015 and ran until 12:13 am on (B)(6) 2015 after recording 635.877ml was delivered. The event log review cannot determine the starting volume of the fluid container. The root cause of the reported possible rapid infusion of normal saline was not identified. No devices were returned by the customer for investigation. Devices not received, log review only.

Event description:
The customer reported that a 1 liter bag of normal saline was started via interop at 17:35. It appeared to be infusing as expected but was found empty during the night with a vtbi of 364ml remaining and it would have been expected to continue for several more hours.